Manufacturer narrative:
The device was put through and passed a series of automated tests which verified functionality, and therapy delivery. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information from an implant form that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation or functionality. The reported monitoring voltage was 2.41 votls associated with a charge time of 23.0 seconds. Subsequently, the device was received at boston scientific's return products department.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity and the device's life cell capacity was less than expected. The device is currently undergoing detailed analysis to determine root cause.